Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: (B)(6) 2011; (B)(4) transcatheter valve implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that within days of implant, incorrect pacing was found and the atrial lead was noted to be dislodged. The atrial lead was revised and left in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the (B)(6) study.